Manufacturer narrative:
During inspection and testing, the reported issue (reduce angulation) was confirmed and found to be caused by wear of the angulation wire. In addition, service found there was a leakage due to deformation of the scope connector, the forceps raiser pipe was clogged, the adhesive on the bending section cover was chipped, the bending section cover was discolored, and the connecting tube was scratched. The grip, the control unit, the up/down knob, the right/left knob, and the universal cord were dirty. The water removal ability was out of specification due to a clogged nozzle. The balloon water supply volume and balloon suction volume were out of specification due to a deformed distal end. There was leakage from the balloon water feeding port due to damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited reduced angulation in the up/down and right/left directions. The reported issue was identified when a technician was preparing the subject device for use in an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a scratch on the acoustic lens which reached to the adhesive layer, and there was foreign material in the forceps elevator. This report is being submitted for the malfunctions found during evaluation of the device (scratched acoustic lens and foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue, to provide information regarding the legal manufacturer's final investigation, and to correct information provided in the initial report. Corrected information in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the damaged acoustic lens may have occurred due to stress applied during use of the device, handling, or other issues. However, a definitive root cause could not be determined. Regarding the foreign material, it is possible the foreign material remained on the forceps elevator because reprocessing could not be performed properly due to clogging of the nozzle. However, we could not determine why the nozzle was clogged. The following information is provided in the device's instructions for use regarding inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding the reported issue (reduced angulation in the up/down and the right/left directions): the reported issue occurred during reprocessing of the subject device, not during preparation for use, as was originally reported. The was no patient or procedure involvement.